Event description:
It was reported that a nurse received a back injury while pushing the stretcher. No patient was affected during the event.

Manufacturer narrative:
The user facility has removed the device from service and has decided not to repair the device. Further information regarding the injury was not provided.

Event description:
It was reported that a nurse received a back injury while pushing the stretcher. No patient was affected during the event. Further information regarding the injury was not provided.